Event description:
The customer reported that the system would not perform fluoroscopic x-ray. No pt injury was reported.

Manufacturer narrative:
No service by ge was performed. The customer cleared the error. No details are available.